Event description:
A malfunction alarm was reported, identified as malf 12. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer understood.